Event description:
It was reported to kendall healthcare products by the physician that a swan neck cath placed 1 1/2 years ago needed to be removed due to a complete fracture of catheter. Customer states "catheter was broken cleanly as if with a knife" immediately proximal to distal cuff. Contrast media and x-ray revealed the problem. No patient injury reported.